Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information states this patient has since passed away. The cause of death was evaluated by the clinical investigator and confirmed not to have been product related. The patient exhibited atrial bradycardia with respiratory and vascular failure. As no further information concerning this report is expected, our investigation at this time is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, with this implantable cardioverter defibrillator (ICD), experienced respiratory failure, bradycardia and was resusitated. A review of the device data revealed a slow non-sustained ventricular tachycardia episode, and no sensing. Reportedly, the patient suffered a stroke. It is unknown whether this ICD contributed to this patient's condition.